Manufacturer narrative:
As reported, echo 2 positioning system detached from the phasix st mesh when pulled through the trocar. The sample was not available for evaluation. However, based on the information provided, the user grasped only the echo 2 when pulling into the abdomen which is contraindicating with the grasping technique provided in the instructions-for-use supplied with the device which states to "hold the tightly rolled device and firmly grasp the leading edge with an atraumatic grasper or equivalent tool. Take care to grasp both the mesh and positioning system at approximately a 45 degree angle". Hence, the reported event is determined to be use related with no malfunction of the device. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 43 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a laparoscopic ventral hernia repair was performed on (B)(6) 2025. During this procedure, it was reported that the echo 2 detached from the phasix st mesh. The detachment occurred when the surgeon inserted the mesh into the 12 mm trocar, and when it was grasped to pull it through only the echo 2 was grasped not the mesh. A new phasix st w/ echo 2 was used to complete the procedure. There was no patient injury.